Event description:
During follow-up, externalized conductors were observed via fluoroscopy. Increased lead impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.